Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.

Manufacturer narrative:
Correction: customer also reported that the pump touchscreen timed off sooner than expected. H6: code 1559 added. Correction: customer also reported that the pump touchscreen timed off sooner than expected. H6: code 1559 added.